Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant is unable to move. No patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.